Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact on the customer¿s blood glucose level. The customer was unable to resume insulin therapy after loading a new cartridge due to the recurring alarm, so technical support decided to replace the pump. The customer planned to use multiple daily injections as a backup therapy.